Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sep2019. The customer is using a corrugated tube with an angled connector at the end. When the corrugated tube is removed from the hosing, the device alarm. The ventilator is intended to be used only with various combinations of philips-recommended patient circuits, interfaces (masks), humidifiers, and other accessories (sm revision j 1-2). The customer was provided instruction for use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that for tracheotomy patients, the disconnect alarm didn't sound when the tube was loosened. The device was in use; however, there was no patient harm.